Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead serial# unknown product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that in 2002 or 2003 they dove for a ball and their lead moved so they had to have emergency surgery to remove it. There was a confirmed infection at the incision and the area of the infection was swollen. The device was removed in 2004. No further complications were reported/are anticipat ed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, again reporting that they had their spinal cord stimulator removed because they had an infection. However, it was also indicated that the patient¿s scs this event was regarding was not this manufacturer¿s device. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable events***.